Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected no delivery alarms were noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump had excessive no delivery alarms. Customer went high due to this issue. Customer's blood glucose is 26 mmol/l. Customer treated by switching back to her old insulin pump. During troubleshooting, insulin exited during fixed prime. Customer was advised to change her entire set. She said that she has been using her old insulin pump with the same infusion set, and there have been no issues. Customer believes the device is the issue. This is the fifth or sixth time this has happened. The device will be replaced. Nothing further reported.